Event description:
Information received from the field notes that the patient was brought to the emergency room due to asynchronous pacing resulting in left heart decompensation. The device was downloaded and normal function ensued. A follow-up three days later showed normal function. The patient later died with no apparent cause of death. The patient had "severe blood pressure problems due to b-up vvi" pacing.